Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the error code displayed was an error associated to trapped air within the patient pumps/water circuits. This error will only occur during the initial filling phase of the tanks as the rising water level will cause some trapped air to be present typically within the pump heads. Hence, this error code will resolve once water enters the pump after a few seconds of pump operation as specified in the instruction for use. Based on the above, the event has been re-evaluated as non reportable since it is not likely to contribute to death or serious injury.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A technician was dispatched to the facility to investigate the device but he could not reproduce the reported error codes. However, the errors re-occurred afterwards and the unit was no longer functional. Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displaying multiple error codes during procedure. There was no report of patient injury.